Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08780 inches. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Insulin pump was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump did not alarm insulin flow blocked during the high pressure test and was under delivering insulin. The customer¿s blood glucose level was 420 mg/dl at the time of the incident and got hospitalized. The customer also had diabetic ketoacidosis and presence of ketones. The customer had high symptoms such as dizziness and vomiting. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.